Manufacturer narrative:
Additional information received indicated that prior to the (B) (6) study index procedure, the patient had a percutaneous coronary intervention performed the same day to treat an in-stent-restenosis (isr) of a previously implanted cypher 3.0 x 13 mm stent in the first obtuse marginal (om1 branch) and of a taxus stent. The cypher stent was implanted thirteen months prior to treat a restenosis of previously implanted taxus stents. The isr was treated by angioplasty only (poba) using a cutting balloon. The patient then underwent the sapphire study index procedure. During the carotid stent placement index procedure, the patient experienced some vasospasm which was treated by administration of intracerebral nitroglycerin (ntg). Post-procedure during the evening, the patient was noted to be sneezing, the blood pressure dropped to 40-50 mm hg systolic. The patient was restless, and became bradycardic progressing to asystole. Cardiopulmonary resuscitation (CPR) was performed, atropine was administered and the patient was transferred to the coronary care unit (ccu). The patient was intubated and treated with vasopressors for hypotension. The patient was also diagnosed with bilateral pneumonia. The patient was reported to be asymptomatic for the study index procedure. The target lesion was the ostial lica. The target lesion was reported to be: a 90% stenosis, 20 mm length, 6.0 mm vessel diameter, mildly calcified, eccentric, ulcerated, and mildly tortuous. An angioguard 6 mm embolic protection device was used for the procedure. The lesion was pre-dilated. A precise 7 x 40 mm stent was successfully implanted in the target lesion. The residual stenosis was 30%. Debris was noted to be present in the angioguard after removal from the patient. Concommitant products: angioguard 6 mm embolic protection device, precise 7 x 40 carotid stent. The product is not available for inspection. Additional information will be submitted within 30 days upon receipt. This is one of three products used for the same patient. Please reference MFR. Report #9616099-2009-01451, # 1016427-2010-00028, and # 3003742446-2010-00082.

Event description:
The report received from the (B) (6) study indicated that the patient was enrolled in the study and had a successful precise 7 x 40 mm stent implanted in the ostium of the left internal carotid artery (lica) during the study index procedure. There were no reported procedural complications, or device deviations during the procedure and the patient left the angiography suite without any neurological deficit. The patient was reported to have experienced a myocardial ischemic event, elevated cardiac enzymes, and a non-q wave myocardial infarction (mi) post-procedure. The event was reported to be unrelated to the study device or any cordis product and was related to the study procedure. There was no reported intervention taken. The patient was discharged six days after the procedure. Additional information received: the adjudication was received for this (B) (6) study patient regarding the adverse event (ae) of myocardial infarction (mi) experienced post-index procedure/precise carotid stent implantation. The cec adjudication disagreed with the reported event.

Manufacturer narrative:
Information was received via the (B)(6) study that the patient underwent carotid artery stent implantation and post procedure suffered had a non-q wave mi. Information was received via the adjudication process indicating disagreement with the event of the mi. Additional information reported that prior to the carotid artery stenting, on the same day, the patient underwent revascularization of an in-stent restenosis of a cypher in the circumflex/obtuse marginal coronary artery which had been implanted 13 months ago to treat an in-stent restenosis of a taxus. Following the coronary artery revascularization procedure the patient underwent the carotid index procedure with delivery of the angioguard rx ecgw, pre-stent balloon angioplasty and placement of one precise rx stent in the left ostial internal carotid artery (ica). During the carotid artery stenting, there was some vasospasm noted which was treated with intracerebral ntg. Additionally, the patient was treated with phenylephrine and atropine for hypotension and mild bradycardia. The procedure was completed and the patient was transferred from the catheterization lab on low does dopamine with stable hemodynamics. Post transfer from the procedural lab, the patient complained of chest pain, became hypotensive followed by asystolia requiring cardiopulmonary resuscitation. The patient was diagnosed with a non-q wave mi which with adjudication was determined to unrelated to the carotid artery stenting. An electroencephalogram (eeg) and head CT were performed one day post index procedure. The eeg was reported as normal and CT reported no acute infarct, hemorrhage or infarct. The (B)(4) stroke scale was 0 and rankin score 0. The patient was discharged to home six days post procedure on aspirin and clopidogrel with an (B)(4) stroke scale of 0 and rankin score 0. The patient (B)(6) man had a history of cad, previous stenting in the circumflex/obtuse marginal coronary artery with in-stent restenosis, unstable angina, dyslipidemia, hypertension, smoking and severe pulmonary disease. Approximately one year and seven months prior to the cypher revascularization and index stenting of the ica this patient had two taxus stents (2.5 x 16 and 3.0 x 8) placed in the proximal circumflex and ostium of the first obtuse marginal. Approximately six months later the patient was found to have in-stent restenosis treated with a 3.0x13mm cypher placed in the ostium of the om 1. On the day of the cypher revascularization and ica stenting, the patient presented to the physician's office with exertional dyspnea. The patient was found to have in-stent restenosis of the previously deployed taxus and cypher stent in the ostium of the om 1. This was treated with angioplasty using a cutting balloon with no stent implantation. This was followed by stenting of the left ica. The target lesion was ostium of left internal carotid artery (ica) described as mildly calcified, eccentric, ulcerated, mildly tortuous and 90% stenotic. An angioguard was inserted, tracked, deployed and retrieved, with debris, without report of difficulties. The target lesion was pre-dilated with an unknown balloon. One precise stent was implanted without report of difficulties. The residual stenosis was 30%. The patient left the angio suite neurologically intact. Approximately two hours later, the patient was noted to be sneezing, the blood pressure dropped to 40-50 mm hg systolic. The patient was restless, and became bradycardic progressing to asystole. Cardiopulmonary resuscitation (CPR) was performed, atropine was administered and the patient was transferred to the coronary care unit (ccu). The patient was intubated and treated with vasopressors for hypotension. The patient remained in a stable rhythm following the asystolic event. The patient was also diagnosed with bilateral pneumonia and the site reported new st segment elevations and that the patient experienced a non-q wave myocardial infarction with cardiac enzymes consistent with myocardial damage. The cypher stent remains implanted and the lot number is not known; therefore a device history record review cannot be completed. Myocardial infarction and restenosis and are known potential adverse events associated with coronary stent implantation. Based on the limited procedural information, no conclusion can be made regarding the patient's post procedure complications. However, this patient's history of smoking, hyperlipidemia, previous history of restenosis, and the progression of existing coronary artery disease may have contributed to the event. Intra-arterial intervention is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event the post procedure events and mi. There is no indication that it is related to the device design or manufacturing process; therefore, no corrective actions will be taken at this time. (B)(4): the product was not returned for inspection. Additionally as the sterile lot number was not available, review of the manufacturing records (DHR) could not be performed. Vasospasm, or contraction of smooth muscle fibers in the wall of a vessel as a result of direct physical irritation of the endothelium, is a commonly recognized event during endovascular procedures. Hemodynamic depression during carotid artery stenting procedures is also a known common event and is most likely related to coronary sinus reflex or vagal response. The vagus nerve enters the thorax between common carotid artery and subclavian artery and descends downward. During balloon inflation or stent deployment, pressure can be exerted on the nerve stimulating a parasympathetic response, i.e. Bradycardia, hypotension, heart block, etc. These events are addressed in the instructions for use as potential adverse events. There is no evidence to suggest that this event is related to a manufacturing issue or defect of the device. Review of the information suggests that patient and procedural factors likely have contributed to the events; therefore, no corrective actions will be taken at this time. This is one of three products used for the same patient. Please reference MFR. Report #9616099-2009-01451, # 1016427-2010-00028, and # 3003742446-2010-00082.